Event description:
Baxter reports that a spike broke off from a transfer set. The set had been in use for 53 days. There was no pt injury or medical intervention associated with this incident, according to the affiliate.